Event description:
On (B)(6) 2025, ivtm therapy started using an icy catheter (lot # 202155). The catheter was placed into the right femoral vein. Approximately twelve hours later, the saline bag was noted empty, and the console displayed an air trap alarm. Inspection confirmed no leaks from the start-up kit (suk) tubing. Following manufacturer instructions, the catheter balloon was checked per IFU, showing no evidence of saline leakage. After replacing the saline bag and priming the system, the treatment resumed; however, the saline level decreased again. Per the reporter, the infusion of about 500 ml of saline into the patient's bloodstream was suspected. Consequently, the physician replaced the catheter to continue the therapy. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot # 202155). During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and one similar complaint was reported for the icy catheter with lot # 202155. Ccr 86951 was reported on (B)(6) 2024, and a bonding leak was observed.